Event description:
It was stated that the customer was hospitalized for high blood glucose levels. No blood glucose reading was reported. It was stated that the customer had lost control of her diabetes and was using other medication. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.